Event description:
Procedure: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
(B)(4).

Event description:
Per additional information received,complains of urinary tract infections (uti), frequent urination,burning with urination.doing well - no complaints.complains of hard bump on her left groin area - groin abscess incised and drained. Groin abscess resolved.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The reason for mesh implantation: cystocele, rectocele, enterocele, and stress urinary incontinence. The procedure performed: vaginal hysterectomy, bilateral salpingo-oophorectomy, sacrospinous ligament vaginal vault suspension with the use of the ivs tunneler, anterior and posterior colporrhaphy and enterocele repair with the use of a pelvisoft porcine biomesh and a tvt urethral sling. Concomitant implants: tyco ivs tunneler-02. Complications: complains of urinary tract infections (uti), frequent urination, burning with urination and a hard bump on her left groin area - groin abscess incised and drained. Groin abscess resolved.